Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On 15-feb-2016, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issues. Fse verified the problem and checked the following: the sample nozzle for serum buildup, which found none. Went ahead and cleaned the outside of nozzle with hot water and followed it with alcohol. Checked the liquid surface detection, hand touch ad values and the clog detection function and for a leaking probe with no issues found. Checked the x, y and z alignments of the sample nozzle to the dispense lane, incubator and bottles with no issues. Checked the wash probes z axis position and the center of cup with no issues. Checked the diluent suction position and high. Ctn12 biorad cardiac markers plus control lot # 23610. Customer using lot # f619350 for ctn12 cups expires june 2016. According to cust ctn12 was calibrated with lot # f619349 on feb 3, 2016. Wash lot # f570026; diluent lot # 148002; substrate lot # 1860080. Ran level 1 ctn12 qc ten times with a conc mean of 0.297 sd = 0.024 %cv = 7.944 ( all ten data points where from 0.280 to 0.30 except for the second data point which was 0.360. Rates mean = 0.146 sd = 0.009 %cv = 5.849 ran level 2 qc ten times with a conc mean of 17.837 sd = 0.553 %cv = 2.986 and rates mean = 7.446 sd = 0.259 %cv = 3.480 ran level 3 qc ten times with a conc mean of 93.825 sd = 1.741 %cv = 1.855 and rates mean = 59.620 sd = 1.394 %cv = 2.339. Went back and ran level 1 ctn12 qc again this times with a fresh bottle of qc same lot number. Level 1 qc ctn12 second run conc mean = 0.304 sd = 0.014 %cv = 4.703 and rates mean = 0.148 sd = 0.005 %cv = 3.638. Ran level 2 tsh qc conc mean = 6.782 sd = 0.186 %cv = 2.748 and rates mean = 12.205 sd = 0.321 %cv = 2.633 with cup lot # a1 and calibrated on feb 3, 2016. Instrument had new bottles of wash & diluent both install on feb 12, 2016. Wash lot # f870036 exp aug 2016 & diluent lot # 1480002. The wash solution lot number is different now than when cust reported the issues. Tech bulletin t116(e) has been performed. Instrument up and operational. The customer ran quality controls (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-900 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was diluent suction position.

Event description:
On (B)(6) 2016, a customer reported controls higher than expected with their aia-900 analyzer. The customer is unable to run ctnl2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ctnl2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.